Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said they have phantom symptoms; they feel like they need to go, but when they try, nothing comes out. No device issue and no further patient complications have been reported as a result of this event.